Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station working as intended whereas health site viewer reported as device not on the communication bus. A field service engineer configured the mini drawers and found all appears to be fine. Performed preventive maintenance. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawers failed to open and recover, preventing user from removing the required medications and causing delays.there were no adverse events or injuries reported based on this event.